Event description:
Boston scientific crm received information that this left ventricular lead dislodged. It was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that this left ventricular lead dislodged. It was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation concluded that the complete lead was returned. There were set screw marks noted, one on each terminal as well as electrocautery damage noted. There was dried blood/body fluid noted in the lumen. Additional testing was done and passed with the exception of the stylet insertion test: this test failed at 270mm from the terminal pin, most likely due to dried blood/body fluid infiltration.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.